Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device MFR date is dependent on the lot number and not available at this time. RMA issued. Replacement part shipped (B)(4) 2011. Suspect part has not been returned to MFR for eval.

Event description:
A site neuro coordinator reported the screw to tighten the clamp on the spinous process was stripped out. This event did not occur during surgery. There was no pt present.